Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 481mg/dl at the time of incident and treated with an injection. Customer indicated that they needed to rest and will call back later to further troubleshoot. No further details given.